Event description:
It was reported that maybe 6 months ago, she either messed it up or else it turned itself on and hurt so bad she turned it off. The reporter indicated that it had worked real well before that. It was noted that patient went to health care provider office and the girl there could not turn it back on and the girl stated we should schedule a technician to do this but she never followed through. The reporter stated when it was working it did solve the problem but now it was turned off. The caller later called and stated that they need to change the batteries and that he was having trouble getting the battery compartment open. The reporter asked if it was ok to force the battery cover. It was reported four days later that stimulation was too high and was unable to turn down stimulation. It was indicated that patient was playing with patient programmer and making her own adjustments. The patient stimulation was increased and patient cried out that it hurt and reporter was not able to decrease stimulation so he turned it off. The reporter was not currently with patient and he would like to know how to turn on implantable neurostimulator (ins) and decrease stimulation. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information.

Event description:
Additional information received reported that the patient was doing well with therapy after reading the manual on how to use the programmer and adjusting the stimulation. The issue resolved with no further follow up actions needed.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va06yau, implanted: (B)(6) 2013, product type: lead. Product ID: neu_ptm_prog, product type: programmer, patient. (B)(4).